Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) was in safety mode. The pacing parameters of safety mode were uncomfortable for the patient and the physician planned to replace the crt-p. No additional adverse patient effects were reported. It was additionally reported that the crt-p was explanted and replaced due to premature battery depletion. No additional adverse patient effects were reported.

Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) was in safety mode. The pacing parameters of safety mode were uncomfortable for the patient and the physician planned to replace the crt-p. No additional adverse patient effects were reported.